Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of implant explantation was rescheduled for (B)(6) 2020 and that the patient underwent unilateral replacement with the following device: 350cc mentor memorygel breast implant (catalog: 3503501bc lot: 9451518 sn: 9451518-004). Mentor also became aware that it was erroneously reported in the initial report sent on (B)(6) 2020 that the patient underwent bilateral replacement with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7400523 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7647755 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 27, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with a 350cc mentor memorygel breast implant on the left side, suffered left breast capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7400523 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7647755 sn: (B)(4).